Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed pacemaker mediated tachycardia due to inappropriate programming of the pulse generator. No intervention or patient symptoms were reported.